Manufacturer narrative:
(B)(4). Examination of the returned device confirmed the reported event. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. (B)(4).

Event description:
Patient had pain on a revised knee on an attune knee replacement component tibial base. The tibial base was removed with no cement attached to the underside of the tray while the cement was firmly attached to the bone.

Manufacturer narrative:
Product complaint # (B)(4).